Event description:
A customer reported that the surgical modes were unavailable during a procedure. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and the reported problem was not observed, however, was present in the system's event log. The company representative replaced the system communication power cable assembly and the system communication signal cable for diagnostic measure. The system was then tested and met product specifications. The root cause is unknown at this time. (B)(4).